Event description:
As reported via legal documentation, a patient had primary left tka on (B)(6) 2008. They subsequently underwent left knee revision surgery on (B)(6) 2023, approximately 3 years 7 months after their initial implantation. Preoperatively, the patient presented with an effusion and some pain. They also had some instability medially and laterally to stress testing. Preoperative MRI demonstrated synovitis secondary to polyethylene wear, but the components were well fixed. (B)(6) 2023 op report postoperative diagnosis: left knee failed total knee replacement with recalled exactech polyethylene; left knee synovitis secondary to polyethylene wear; left knee minor osteolysis. Surgeon noted there was extensive synovitis and that there was some wear of the liner. Femoral, patellar, and tibial components were noted to be well fixed and there was no evidence of infection grossly. There was some osteolysis around the proximal aspect of the tibial cemented bone interface and noted wear on the patella with soft tissue and bone overgrowth. The patient was transferred to the recovery room in stable condition. There is no other patient demographic or medical history available. There is no device return. There are no photos or other images of the device provided. No additional information is available.

Manufacturer narrative:
Pending investigation.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated: g3, g4, h4, h6. The following sections were corrected: d1, d2a, d2b, d4, h6. MDR section codes updated/corrected: a, b, c, d, e, g. The reason for the revision reported cannot be confirmed from the information provided but may be the result of prosthesis wear and instability or due to inclusion of the polyethylene in the packaging recall. Additionally, these devices appear to have been implanted for over ten years prior to the reported event. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images and radiographs were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.